Event description:
Reporter stated that a nurse experienced an unintentional needle stick while trying to eject a lancet from the softclix pro lancet device. The nurse had alleged that the ejection feature was not functioning properly. Reporter did not indicate if any treatment was sought or received following the accidental puncture. The suspect device was not returned to the manufacturer for evaluation.